Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise over-sensing. No changes or intervention were made.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: the correct impact code should have been unexpected medical intervention, rather than no health consequences or impact. The correct therapy date in d10 should have been (B)(6) 2023, rather than (B)(6) 2024. The correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no".

Event description:
New information received notes that programming changes were made. The patient was in stable condition.